Event description:
An (B)(6) study was conducted on the pt and the doctor used the monopolar needle electrode to conduct the study. The pt was tested on monday and came back to the office on wednesday reporting swelling and pain near the insertion area. The doctor stated that the pt is on high blood pressure medicine. The doctor was wondering if the needle may have caused the infection. Doctor provided pt with an oral antibiotic.

Manufacturer narrative:
At design, biocompatibility testing was conducted and passed sensitivity tests per the iso 10993 standard. This product has been manufactured in the same manner for the past three years and no other complaints of this nature have been received. There have been no sterilization, material, process or chemical changes when mfg/processing the monopolar needle electrodes. The retains for this lot were tested for weak seal patterns, open pouches, holes in the film and voids in the seal, no defects were observed. It should also be noted that the same needle electrode was used on this pt at several insertion sites and this is the only site where and infection was reported. It should also be noted that this insertion was not the first insertion site of this needle. See scanned page.